Event description:
Patient states about 40 test strips out of the 100 in this lot gave an error 4 strip fii problem. The packet that switched to a different lot of test strips using the same glucometer, and had no further issues.